Event description:
The customer reported that when using a telescope, 5.4 mm, 30°, autoclavable, there was a light guide connection failure. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the light guide connector was detached. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (light guide connection failure) was confirmed due to the detached light guide connector. In addition, there was foreign matter to the tip cover glass, and scratches on the eyepiece. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.